Event description:
It was reported that a patient went to the emergency room complaining of pain in the shoulders and presenting with bradycardia. Upon interrogation of a right ventricular (rv) lead, failure to capture was determined. The lead was explanted and replaced. The patient is part of the product surveillance registry study. No further complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407658 lead, implanted: (B)(6) 2008; s202dr ipg, implanted: (B)(6) 2008. (B)(4).